Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. In addition, the end of the usb cable was bent. Customer¿s blood glucose value was 105 mg/dl. A replacement cable was sent to the customer.